Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-february -14th. H.6 investigation summary. Material #: 301746. Lot/batch #: 3175388. Bd received 1 sample and 2 photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. A white material was on the IV cannula of the returned device. This material underwent fourier transform infrared spectroscopy (ftir) analysis and was determined to be polystyrene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, there was foreign matter found on the tip of the needle. No patient impact reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6) hospital a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, there was foreign matter found on the tip of the needle. No patient impact reported.